Manufacturer narrative:
(B)(4).

Event description:
This freedom driver was not supporting a patient. The customer reported that both of the freedom onboard batteries could be removed from the freedom driver without using the dummy battery. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no abnormalities. Visual inspection of the driver's internal components revealed that the safety battery latch inside the right battery well contained scratches and could not retract to its original (upward) position in the absence of an onboard battery. The driver was functionally tested and did not pass the test for safety battery latch operation. Despite the safety battery latch failure, the driver passed all pressure test requirements associated with nominal normotensive and hypertensive settings. The root cause of the reported issue was a malfunction of the safety battery latch within the right battery well, which prevented the left onboard battery from being locked into the left battery well and allowed the removal of both onboard batteries. The cause of the scratches and the safety battery latch malfunction could not be determined. It is possible that the right safety battery latch scratches and malfunction were the result of forceful onboard battery insertion. This failure mode posed a low risk to a patient because the issue was observed when the freedom driver was not in patient use. The freedom driver operator manual instructs hospital personnel to test freedom drivers in accordance with the test protocol provided in the operator manual before patient use. The test protocol includes insertion/removal of the onboard batteries. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4) initial

Event description:
This freedom driver was not supporting a patient. The customer reported that both of the freedom onboard batteries could be removed from the freedom driver without using the dummy battery. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.